Event description:
Nurse inserted IV successfully into healthy donor in preparation for stem cell pheresis. While removing the stylet/wire, the wire broke off the needle portion of the stylet. This left the needle still in place within the catheter portion of the IV device while the wire portion of the stylet was withdrawn from the catheter. The IV was removed and another successfully inserted and patient completed the pheresis procedure. Product rep will be notified to pick up device for investigation.